Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing. Programming changes were made. There were no patient consequences.